Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the cine images review, there is no indication that the reported suture separation (suture fray) is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is possible that interaction with the patient anatomical conditions during plunger retraction contributed to the reported suture fray.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after an interventional procedure. Reportedly, as the physician was about to advance the knot, he noted that the suture was frayed. The knot was still advanced to the vessel wall and the device successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.